Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. Section a patient information: refer to section b5 for complete patient information. All available patient information was included. Additional patient details are not available.

Event description:
The customer observed a falsely decreased sodium result for an 83-year-old male patient on an architect c4000 analyzer. The following data was provided (reference range is 136 to 145 mmol/l): sample ID (B)(6) initial result was 111.44, repeat result was 138.56 mmol/l. There was no impact to patient management reported.